Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic gynecological laparoscopic accessory organ resection ss soon as the insufflation on the high flow insufflator began, the power turned off with a ¿beep¿ sound and all panel lights go out. There was delay of less than 30 minutes as a result of this event. The procedure was completed with an olympus back-up device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The product analysis confirmed the reported event. In addition, the investigation found that the reported phenomenon was reproduced and was due to a malfunction in the printed circuit board (cr board), as soon as the insufflation begins, the power turns off with a ¿beep¿ sound, and all panel lights go out. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.